Manufacturer narrative:
The technician replaced the caster to repair the stretcher.

Event description:
Information received indicates the caster will lock and hold but the caster would rotate if pressure is placed on the side of the caster.